Manufacturer narrative:
Minute ventilation (mv) signal oversensing (8 hz atrial noise signals) was observed on the atrial channel in mode switch episodes recorded in the device memory. This issue is triggered by the detection of the 8 hz minute ventilation sensor current pulses. This form of noise / oversensing is likely attributed to an atrial lead issue manifesting itself in the form of 1. A high impedance (atrial lead integrity issue or atrial lead connection issue) and/or 2. A high polarization at the tip of the atrial lead. Based on available information, no anomaly is suspected with the pacemaker.

Event description:
Reportedly, during the replacement for a reply dr with two passive fixation leads (waiting to confirm which ones they are but based on our records and the leads implantation date (B)(6) 2015), we believe the leads are tilda jt53 and t60 (x-ray image attached), which show atrial oversensing due to the vm sensor. The atrial sensitivity value has been increased to 1 mv, eliminating the oversensing while still retaining the sensor signal.

Event description:
Reportedly, during the replacement for a reply dr with two passive fixation leads (waiting to confirm which ones they are, but based on our records and the leads implantation date (B)(6) 2015), we believe the leads are tilda jt53 and t60 (x-ray image attached), which show atrial oversensing due to the vm sensor. The atrial sensitivity value has been increased to 1 mv, eliminating the oversensing while still retaining the sensor signal.